Event description:
Customer alleges the motor was just replaced in march, the brake is stripped out and cannot put it in or out of gear. Qt done. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp, serial number/date code and age of product are unknown at this time. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the brake is stripped and cannot be put motor into or out of gear. Motor was allegedly just replaced in (B)(6) 2012. Warranty quote issued for replacement part. No injury alleged.